Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure the image flickers was not confirmed and disappears from time to time was confirmed. A root cause could not be identified. Based on the results of the investigation, since the reported malfunction the image flickers did not reoccur during investigation, a probable root cause could not be identified. However, the reported malfunction disappears from time to time and image was not displayed was cause due to the video cable was broken. Moreover, the most probable cause of additional malfunctions found during the investigation is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the rigid video laparoscope exhibited image flicker issue and disappeared from time to time. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.